Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that the pt lost stimulation and one of the leads was fractured. The physician explanted and replaced the lead on (B)(6) 2011. It was reported that the physician electively explanted and replaced the ipg because, he did not feel comfortable connecting the new replacement lead to the old ipg. No further pt complications were reported.